Manufacturer narrative:
Product was expired at time of use. Additional medical information has been requested but has not been received. The complaint sample was not returned for evaluation. A review of the lot batch records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A third party retailer reported that a consumer experienced corneal burns and temporary blindness for three days after initial use of the product. A follow-up with the consumer indicates that the incident occurred in (B)(6) 2017. The consumer reported that immediately after using the product, she experienced burning in both eyes. Consumer indicated that she sought medical attention at an emergency room where she was provided with pain medication (type unspecified) and advised to follow-up with her doctor the following day. Consumer reported that she visited her doctor every day for the next three days. Consumer stated that the doctor diagnosed corneal ulcers and prescribed an antibiotic (type unspecified). Consumer reports that she is recovered. Additional information provided by the consumer reveals that the product was expired at the time of use. Additional medical information has been requested but has not been received.

Manufacturer narrative:
The product was returned but not evaluated as testing of expired product cannot be reliably used to determine a root cause for the reported event. The batch record review concludes this product was formulated and manufactured according to local and global product specifications. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Medical documentations were received. Patient reports being treated with tobramycin, oxycodone, erythromycin and apap with codeine, however it is documented in the medical records that they were only treated with polytrim ophthalmic solution, proparacaine drops and erythromycin ointment. Medical record from the emergency room indicated the patient visited with complaints of bilateral eye pain, photophobia and blurry vision. It is noted on the patient¿s exam that her eyes were injected and corneal ulcerations were observed. The patient was instructed to visit an ophthalmologist. Documentation received from the ophthalmologist confirms the patient¿s symptoms. The patient visited the ophthalmologist the day after the emergency room visit. It was observed the patient had corneal abrasions on both their eyes due to soft contact lens wear. The abrasion did not penetrate bowman¿s membrane or leave a residual scar. Although the emergency room observed corneal ulcers, no ulcers were present at this visit. Patient was instructed to use polytrim ophthalmic solution, erythromycin ointment, temporarily suspend contact lens wear and use a cold compress. Patient failed to follow up with the ophthalmologist for their final appointment. The patient reported complete resolution.